Manufacturer narrative:
A customer in israel notified biomerieux of obtaining a false positive cefoxitin screen (oxsf) result in association with the vitek 2 ast-p649 card (lot 7491549103) when testing a patient staphylococcus aureus isolate using vitek 2 software version 9.02. Summary: s. Aureus, ID (B)(6). Ast-p649, lot 7491549103. Initial: oxsf=positive. Repeat: not performed. Alternative: oxsf pcr=negative /cefoxitin screen disc=negative. Customer service confirmed the customer did not perform repeat testing via vitek 2 or complete the requested troubleshooting form. The raw data submitted by the customer was not able to be integrated for review. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. Ast-p649, lot 7491549103 met final qc release criteria. The lot passed qc performance testing.

Manufacturer narrative:
In alignment with the most recent FDA guidance, ¿medical device reporting for manufacturers, issued november 8, 2016¿, biomérieux is submitting this notification to FDA to inform the agency of the decision to cease reporting two specific vitek® 2 malfunction events after two years of no occurrences associated with death or serious injury. For the specific combination of product and malfunction types listed below, customer complaints were reviewed over a two year period starting from the date of awareness of the most recent event that was classified as a serious injury or death. For the following malfunctions, the review identified no additional occurrences of being associated with death or serious injury for two years. Product code: lon. Reference: multiple. Malfunction: false positive (resistant) cefoxitin screen for staphylococcus aureus. Final MDR submitted: 1950204-2021-00038. We wish to inform you that with the completion of our MDR data analysis, we have updated our MDR criteria for the vitek 2 product code lon, and will no longer report these two malfunctions because they have not caused or contributed to a death or serious injury in the past two years. Moving forward, if biomérieux becomes aware of a death or serious injury event for either malfunction referenced above, we will report that event to the FDA per the FDA MDR guidance, and will update our MDR criteria to require reporting the specific associated malfunction as required by this guidance.

Event description:
A customer in (B)(6) notified biomerieux of obtaining a false positive cefoxitin screen (oxsf) result in association with the vitek® 2 ast-p649 test kit (ref. 420858, lot 7491549103) when testing a patient staphylococcus aureus isolate using vitek 2 systems software version (B)(4). The customer initially tested the patient s. Aureus isolate with lot 7491549103 and obtained a cefoxitin screen result of positive. The customer also tested the isolate using pcr and disk diffusion test methods; both obtained results of negative. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomerieux will initiate an internal investigation.